Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was recovering following the left ventricular assist device (lvad) implant, there was a power cable disconnect alarm on the black power cable of the system controller ((B)(4)) although the power cable was thoroughly connected to the power source. The system controller was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unexpected power cable disconnect alarm was confirmed with the data retrieved from the returned system controller (serial # (B)(6) ) and the provided video. The log file captured unexpected power cable disconnect alarm events while the power cables was connected to the power module via a 14v power module patient cable. The alarm began on september 17 relating to a loss of electrical signal associated with the black power cable. A power exchange to 14v batteries/clips was performed and the unexpected power cable disconnect alarm remain active. A video was provided that captured the power cables being disconnected/connected, but the power cable disconnect alarm associated with the black power cable remained active when both power cables were connected. The returned system controller was functionally tested using laboratory equipment and an unexpected alarm could not be reproduced. The device passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. Electrical measurements of the underlying wires within both power cables did not reveal any shorted or severed condition that could potentially be related. Visual inspection of the internal components/connectors were unremarkable. A root cause of the unexpected power cable disconnect alarm event captured in the log file could not be determined. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. Power cable disconnect alarm: 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.